Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that on (B)(6) 2022 a patient died and the central station failed to audibly alarm.

Manufacturer narrative:
A philips technical consultant (tc) spoke to the customer to troubleshoot the issue. The tc pulled the audit logs and a clinical product specialist (cps) reviewed the logs in which it can be seen that the system alarmed for a ventricular tachycardia (vtac) event at 23:49:51, 23:50:02, and 23:50:12. It can be seen that the alarms were silenced at the central station. There was no malfunction of the philips device. The tc pulled the audit logs and found that the system was alarming as expected. The customer was informed of the findings and the case was subsequently closed.

Event description:
The customer reported that on (B)(6) 2022 a patient died and the central station failed to alarm at 23:50.